Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Survey results from an interventional cardiologist in practice 6 years. Physician has been using medtronic¿s nitrex guidewires since 2012, using a total of 18 in the last year. 13 of these were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires used for coronary vasculature procedures. 2 were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter guidewires used during peripheral vasculature procedures. 3 were 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires were used in peripheral vasculature procedures. While using the 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires during coronary vasculature procedures, vessel perforation event was reported to have occurred in 2 patients. While using the 0.36 mm (0.014 in), the 0.46 mm (0.018 in), 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires during peripheral vasculature procedures, infection is the only complication reported for 1 patient. Patient who developed infection was treated with antibiotic treatment. The infection event was not deemed to be related to use of the device. The above listed ae¿s reported during use of the nitrex guidewires for both coronary vasculature and peripheral vasculature procedure are listed as having been previously reported to medtronic. Due to limited information these are included in reporting.